Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that during dressing change it was seen that power PICC 5fr dl hub is broken. The device remains in the patient's body. Patient status/ intervention: ok.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a dual lumen powerpicc was returned for evaluation. An initial visual observation of the photograph showed a large split in the molded joint of the catheter. The split was observed to be jagged and uneven and was observed to transect the width of the molded joint and continue to about the middle of the base of one of the suture wings. Further details of the fracture surface could be seen in the returned photograph. Usage residues were observed on the catheter in the returned photograph. While a break in the catheter was evident from the returned photograph, it was not possible to determine the cause of the damage without examination of the physical sample. Therefore, this complaint will be confirmed as cause unknown at this time. Possible causes of the observed damage include sharp instrument damage, exposure to incompatible chemicals, and material fatigue. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that during dressing change it was seen that power PICC 5fr dl hub is broken. The device remains in the patient's body. Patient status/ intervention: ok.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 5 fr powerpicc dl catheter was provided for evaluation. The catheter was trimmed at the 42 cm depth marker. The hub was observed to contain a horizontal fracture on the main stem and appeared to propagate towards a longitudinal fracture towards the wings. One photo sample of a 5 fr powerpicc catheter was also provided and the condition of the device corresponded with the returned physical sample. Microscopic inspection of the fracture surfaces revealed them to be rough and uneven. The hub was observed to contain discoloration and evidence of material degradation. While a break in the catheter hub was confirmed, exact cause and conditions of use resulting in the reported event could not be determined. Therefore, this complaint will be confirmed as cause unknown at this time. Possible causes of the observed damage include exposure to incompatible chemicals, and material fatigue. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that during dressing change it was seen that power PICC 5fr dl hub is broken. The patient is a child. The flow is intact. The device remains in the patient's body. Patient status/ intervention: ok.